Event description:
It was reported the a insyte autog bc pnk 20ga x 1.16in had foreign matter before use. The following was reported by the initial reporter: "staff member was about to attempt an IV removed IV from package and removed cap and noted there was a substance at the tip of the IV catheter, upon further investigation the substance at the tip was not a piece of plastic but vasoline/muco substance.".

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. The complaint could not be confirmed and the root cause is undetermined.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported the a insyte autog bc pnk 20ga x 1.16in had foreign matter before use. The following was reported by the initial reporter: "staff member was about to attempt an IV removed IV from package and removed cap and noted there was a substance at the tip of the IV catheter, upon further investigation the substance at the tip was not a piece of plastic but (B)(6) substance."